Event description:
Literature was reviewed regarding "medial pulvinar stimulation for focal drug-resistant epilepsy: interim 12-month results of the pulse study". The following medtronic devices were used: 3389 leads, b33005 sensight directional leads, 37086 dbs extension kits, b34000 sensight extensions. Reported events: 1. One patient had a cerebral hemorrhage after dbs implantation with transitory left hemiparesis and dysphasia that almost completely recovered in the following months. 2. One patient experienced a device infection that finally led to device removal (after 15 months).

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown, product ID: neu ins stimulator, serial/lot #: unknown, citation: pizzo f, carron r, laguitton v, clement a, giusiano b and bartolomei f (2024) medial pulvinar stimulation for focal drug-resistant epilepsy: interim 12-month results of the pulse study. Front. Neurol. 15:1480819. Doi: 10.3389/fneur.2024.1480819 section a - patient information: hemorrhage - male, 38 years old infection - female, 34 years old b.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.